Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that heparin programming errors occurred and the patient¿s weight and correct guardrail settings were not entered resulting in an under infusion. Weight based heparin intended to infuse at 14u/kg/hr was initially started on (B)(6) 2018. On (B)(6) 2018, the settings were observed to be non weight based at 15 u/hr (0.3 ml/hr) instead of 15 u/kg/hr (21 ml/hr) as expected. The ptt had fluctuated between therapeutic and sub therapeutic levels. The md was notified and he determined that the infusion was no longer clinically indicated and the heparin was discontinued. No patient harm was reported. The facility biomed group tested the devices and was unable to duplicate the reported issue.